Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. The device was not received for evaluation. A photo was provided from the explant surgery where a tubing separation was observed on the pump exhaust tubing near the pump strain relief. Review of the photo confirmed a separation in the pump exhaust tubing, but without the benefit of testing or microscopic examination of the device, quality cannot confirm what may have contributed to the noted separation. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received indicated the device would not inflate upon pumping.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a break in the cylinder tubing was observed upon explant. Another inflatable device was implanted as a replacement.